Manufacturer narrative:
Investigation: visual inspection revealed that the seal was cracked along the outer rim, and was folded over slightly. The seal was outside the delivery tube with the springs inside the tube, and the plunger was not depressed. There were no signs of blood. Based upon the received condition of the device, the reported complaint "seal cracked" was confirmed. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the hsk-3038 seal was cracked. This was noticed right after the seal was loaded. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.